Event description:
End user called to complain that the calibration of the device tested out of range. This was comfirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.